Event description:
Flu vaccination was prepared and needle placed on the vaccine pre-filled syringe. The needle was a 25gx1inch needle, smiths medical hypodermic needle-pro edge safety device, lot 4235464, exp 1/12/27. When the vaccine was administered, all of the medication squirted out from around the needle/hub area. Needle was securely in place prior to vaccination.